Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Plaint received with return of device. Failure (event) observed during analysis. Analysis found that the device had two resets while still the box. The cause of the errors was due to a device firmware issue. Once the firmware was re-downloaded, the device functioned normally. The root cause of the reset could not be determined.

Event description:
This report is to advise of an event observed during analysis.